Manufacturer narrative:
Added MFR. Number for companion hospital cart. The companion 2 driver was returned to syncardia for evaluation. The root cause of the alleged failure mode was determined to be a malfunction of the companion 2 driver main board, which is the component in the driver that controls power delivery to the hospital cart display. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer reported that a "possible issue with pin connectors" in the companion 2 driver may have caused a companion hospital cart (MFR 3003761017-2016-00353) screen to turn magenta.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. In addition, it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer reported that a "possible issue with pin connectors" in the companion 2 driver may have caused a companion hospital cart screen to turn magenta.